Manufacturer narrative:
This report was originally incorrectly submitted under exemption #e2015025, which was revoked effective june 30, 2019. The request for correction was made by mr. (B)(6), MDR program expert at FDA. (B)(4) is now submitting this report as the importer to correct the original error.

Event description:
Client was being lifted by the carina 350em and was suspended for about 1 minute before the client was moved. Once caregivers started to move the client, the connection point between the clevis pin and the boom failed and the client fell. Client's head hit the leg of the carina and was bleeding. Client was attended by ems and was hospitalized for 1 day.